Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis

Event description:
The consumer stated the tampon separated into pieces as she removed it. She did see her doctor and the doctor did remove two fragments of tampon material from her vaginal canal. She was given a clean bill of health and did not require any antibiotics.